Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported that the buttons on the keypad were unresponsive. Customer stated that she had recently noticed some condensation under the lcd screen that may have been caused by exposure to sweat. Blood glucose level was 92 mg/dl at the time of the call. No further information was provided.